Manufacturer narrative:
Concomitant products: product ID 74002, serial # unknown, product type adapter; product ID 37702, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot# / serial # unknown, product type lead; product ID neu_unknown_lead, lot# / serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 74002, lot # / serial # unknown, product type adapter; product ID neu_unknown_lead, lot # / serial # unknown, product type lead; product ID neu_unknown_lead, lot # / serial # unknown, product type lead. (B)(4).

Event description:
It was reported that impedances greater than 20,000 ohms were measured during post-op. It was noted that ¿they were only using the 0-7 port of the implantable neurostimulator (ins).¿ it was further noted that the lead configuration was checked and the ¿2x4 was selected with 0-3 and 4-7 selected.¿ it was noted that with ¿reference 4, the impedances with 0-3 were in the 24,000 ohms range, and combinations with electrodes 5-7 were in the range of 1409-1700 ohms.¿ it was further noted that the patient was not feeling stimulation when they were programmed using the 0-3 electrodes, but patient could feel stimulation with the 4-7 electrodes. It was noted that the impedances were not checked before the procedure due to the battery being at the end of service (eos). It was noted that the patient last felt stimulation about 3 months prior to the report. Additional information reported that the impedances were greater than 10 ,000 ohms with reference 0,1, 2, and 3 and contacts 4-7 and with reference 4,5,6,7 and contacts 0-3. It was further noted that ¿all impedances were normal when just using contacts on 0-3 lead and contacts on 4-7.¿ additional information reported that ¿when using a dual adaptor, the leads read independent of each other.¿ it was noted that the impedances were normal when the reference was 0-3, but the 4-7 impedances were greater than 10,000 ohms. It was further noted when the reference was 4-7, the impedances were normal, but the 0-3 were greater than 10,000 ohms. It was noted that the patient was able to feel tingling from lead 0-3, but not 4-7. The lead configuration was both programmed with 1x8 and a 2x4 and both had the same results. It was further noted that the patient had a post-op follow up appointment on (B)(6) 2013.